Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported on the first firing of the tsw35 the device did not fire completely. There were staples, but not a complete cut line. This same device was reloaded and fired again with the same results. A second tsw35 was opened and was fired successfully. This device was reloaded, but would not fire. The device was reloaded again and fired fine. The sales rep is returning the first tsw35 only and is send back reloads from both devices. There was no consequence to the patient.